Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the shock impedance on another manufacturer's right ventricular (rv) lead had been trending up but were not out of range. Two months later the remote home monitoring system issues an alert for a high out of range shock impedance measurement. Review of the shock impedance trending showed a dramatic rise in impedance in one month earlier in which the impedance went from 63 ohms to greater than 125 ohms. Further review of the patient's data found that the pace sense portion competitive rv lead had previously been surgically abandoned due to a fracture. There was concern over a fracture in the shock portion of the competitive rv lead however no x-ray was performed to prove this concern. Two months later the system was explanted and the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Event description:
--